Event description:
It was reported that the customer was hospitalized due to low blood glucose of 57 mg/dl, and he was treated with manual injections. It was stated that the customer has been disconnected from the insulin pump and he is experiencing high blood glucose. It was stated that the insulin pump had a battery alarm. Troubleshooting was performed. Assisted the customer to clear the alarm. It was stated that the battery was out for longer period of time. The time, date, and programming were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.